Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient exhibited significantly calcified vasculature. Although the physician successfully advanced the sheath into the femoral artery, the impella could not be advanced into the aorta due to the severe calcification. A balloon dilation of the aorta was attempted to facilitate advancement; however, this was unsuccessful. The patient survived the procedure.

Manufacturer narrative:
Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had calcified vessels and porcelain aorta preventing successful delivery of impella. Device history lot: device lot: 1988101. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.